Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/02/2025, the patient experienced inaccurate cgm readings approximately two days after sensor insertion in the arm. The night prior, the cgm displayed a glucose level of 180 mg/dl before the patient went to bed. It was reported that the patient appeared to lose consciousness during sleep. The following morning, the patient¿s daughter attempted to wake her without success and immediately contacted emergency services. Upon arrival, paramedics assisted the patient until she regained consciousness. The patient does not recall the procedures performed, aside from vital sign measurements. During the incident, a blood glucose fingerstick (bgfs) reading showed 46 mg/dl, while the cgm simultaneously displayed 200 mg/dl, indicating a significant discrepancy. The patient was provided food to raise bgfs levels to 76 mg/dl before emergency personnel departed. At the time of reporting, the patient was stable and doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.